Event description:
(B)(4) received a call on 07/24/2017 reporting a medical intervention that occurred on (B)(6) 2017 @ 6:00pm. Enduser ((B)(6)) called in stating that she received a high blood glucose reading on her prodigy meter. (B)(6) was experiencing symptoms of sweating and being thirsty. The reading on the prodigy meter at the time of the event was around 300mg/dl. (B)(6)'s normal glucose reading around the time of day of the event is 100mg/dl. (B)(6) went to the ER on her own. (B)(6) stated that her blood glucose level upon arrival at the ER was around 400mg/dl. (B)(6) stated that at ER she was given fast acting insulin and pain medications. (B)(6)'s blood glucose level at discharge from ER was in the 400mg/dl range and she was given prescriptions for levaquin and tramadol. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.